Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a lead revision. During the case, the patient's pacemaker lost telemetry and could not be recovered. A probe cover was used to complete the case without any problems. A post-operative interrogation showed an elective replacement indicator (eri) alert on the device. This was discovered to be a false eri alert and the pacemaker was restored to normal settings. The patient was asymptomatic and stable throughout.

Manufacturer narrative:
Correction: h6.